Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 10/17/2014 with the following findings: the pump¿s black box showed multiple pump reboot events post after call service 128 alarms to replace the battery. The recorded battery voltage was above the call service alarm threshold at the time of alarms. The last basal delivery was on (B)(6) 2014 9:54pm. There was an 11 hour manual suspend observed on (B)(6) 2014 11:30pm after an empty cartridge alarm. The recorded total daily dose added up and reflected the programmed basal rate target. The pump failed a leak test due a battery compartment leak. Moisture corrosion was observed in the battery compartment. A new test battery was used and no power interruption occurred during the investigation. The pump passed a delivery accuracy test by recording 24 units delivered after 24 hours on a 1 unit/hour rate. During a duration test, the pump had a call service 177 alarm. The pump¿s cover was removed and no further moisture ingress was found to the printed circuit board. No intermittent condition was found to the power circuit. Unrelated to the initial allegation, the display screen was dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on pump therapy. The reporter stated that the patient had a blood glucose level of 382 mg/dl with symptoms of atypical thirst. The reporter stated that the patient contacted their healthcare professional to get advice on how to treat their condition. The reporter alleged that the patient took insulin via injection in order to treat for their hyperglycemia. The reporter alleged that the pump had experienced a power interruption which contributed to the hyperglycemic event. The reporter did state that there was damage to the battery compartment, but no evidence of moisture or corrosion. The reporter additionally noted that there was an issue for the patient with the battery life for the pump. This complaint is being reported because the patient allegedly sought medical attention for their hyperglycemia as a result of a power issue with the pump.